Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was displaced. Vizigo sheath hemostatic valve was damaged and did not fulfill its function, it was decided to change the vizigo sheath, and it works without problem. There was no procedure delay. The procedure was successfully completed with no patient consequences. The hemostatic valve was faulty. The hemostatic valve did not seal. The hemostatic valve/rim cap/hub did not come off the sheath. The sheath was being used on the patient. Air did not enter the patient's body. The issue did not require percutaneous, surgical removal or medical intervention other than changing the sheath. Blood was observed, patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was very little. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000114 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).